Manufacturer narrative:
Eval summary: the complaint report states that the screw sheared off of the rotating hinge knee spanner wrench, rendering it unable to lock onto the femoral component to provide counter-torque during assembly of the hinge-pin. The report indicates that no pt harm was caused by this failure. The device was returned for eval. In addition to the fractured locking pin, the jaw stop also appears to have fractured off. The fragments were not returned for eval. The returned components exhibit evidence of wear, indicating that it has been used several times over its potential field age of 4 years. The number of uses of the device is unk. Based on the function of the device, the failure appears to be due to normal wear and tear. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the screw sheared off and wouldn't hold the implant.